Manufacturer narrative:
The device is not available for investigation, as the devices were discarded by the hospital. As no lot number was provided, the device history records could not be reviewed. Additional information was requested at complainant. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported, that a patient underwent an initial left shoulder arthroplasty with a zimmer shoulder (catalogue number unknown) on an unknown date in 2001 and was revised on (B)(6) 2017 due to failure of total shoulder and his rotator cuff.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that a patient underwent shoulder arthroplasty on an unknown date in 2001. Patient was revised on (B)(6) 2017 due to failure of total shoulder and his rotator cuff. All components were removed. Djo stem and a zbo comprehensive reverse glenoid were implanted. Review of received data: - 2 photographs of undated x-rays of the implant system were received for the investigation. It is likely that the humeral head component is subluxed anteriorly contacting the coracoid, consistent with anterior rotator cuff deficiency. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary: for the investigation of the case only 2 undated x-rays were received which hints to subluxation of the humeral head component. Ref/lot numbers of the products are not available. Operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).